Manufacturer narrative:
Further investigation: with the information collected during the investigation, there is enough evidence to support that units involved in this work order were manufactured under controlled conditions in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents related to the reported event. Seal strength was successfully completed and results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run is not related to any additional complaint infection record reported as of today. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with infection will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Event description:
Patient´s representative reported "contracture" and " infection." Patient´s representative also reported "rashes, itching, explant procesure, depression, anxiety, ptsd, panic disorder, aggravation over mental health diagnosis, significant weight loss and weight gain, increased risk of alcl, fear of increased risk of alcl and evaluation for alcl" which are not device related.. This record is for the right side. Capsulectomy performed. Device was explanted. Device return status unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of infection and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection and capsular contracture, baker grade unknown.

Event description:
Patient´s representative reported "contracture" and " infection." Patient´s representative also reported "rashes, itching, explant procesure, depression, anxiety, ptsd, panic disorder, aggravation over mental health diagnosis, significant weight loss and weight gain, increased risk of alcl, fear of increased risk of alcl and evaluation for alcl" which are not device related.. This record is for the right side. Capsulectomy performed. Device was explanted. Device return status unknown.